Event description:
It was reported that balloon air leak occurred. The target lesion was located in the mildly tortuous and mildly calcified fistula. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon was not holding pressure properly and was losing air. The leak was noticed at the hub of the catheter. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the device leakage occurred during first inflation at 12 atmospheres for 2 minutes. There was no physical damage was noted to the device, and the leakage was noticed once the pressure started to leak.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Manufacturer narrative:
Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out, and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification 90519237 the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon air leak occurred. The target lesion was located in the mildly tortuous and mildly calcified fistula. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon was not holding pressure properly and was losing air. The leak was noticed at the hub of the catheter. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the device leakage occurred during first inflation at 12 atmospheres for 2 minutes. There was no physical damage was noted to the device, and the leakage was noticed once the pressure started to leak.

Event description:
It was reported that balloon air leak occurred. The target lesion was located in the mildly tortuous and mildly calcified fistula. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon was not holding pressure properly and was losing air. The leak was noticed at the hub of the catheter. The procedure was completed with this device. There were no patient complications as a result of this event.